Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2013; d314drm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was t-wave oversensing on the right ventricular (rv) lead. The lead sensitivity was reprogrammed and the lead is still in use. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.